Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation's results, it is likely that the following factors contributed to the malfunction: the charged couple device was faulty, causing abnormal vertical stripes in the image. The most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a poor charged coupled device, causing abnormal vertical stripes in the image. There was no patient involvement.